Event description:
Treatment of an aneurysm. It was reported that the proximal end of the pipeline was not fully opened after deployment. Several attempts were made to open it but without success. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).